Manufacturer narrative:
Follow-up # 1.the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have results below range when tested with control solution. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2.the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(6 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (onetouch ultramini) and compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿222 mg/dl¿ with the subject meter and ¿125 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient also reported obtaining what she felt were inaccurate high readings of ¿258, 262, 198, 236 and 201 mg/dl¿ with the subject meter. The patient informed the csr that she manages her diabetes with a combination of insulin (levemir flexpen) and oral medication (glimpiride). The patient reported taking less food and/or drink in response to the elevated results. The patient reported developing symptoms of ¿weakness and fatigue¿ at an unspecified time on (B)(6) 2015 after the alleged issue began. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient.based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia, nor did she receive any medical intervention for this condition after obtaining the alleged inaccurate high results. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.